Manufacturer narrative:
Investigation summary: customer reported false positive results on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer reported drawer d rows jk false positives. A bd field service engineer (fse) was dispatched and found the rack offline and replaced rack jk on drawer d and removed sticky bits performed the qualification check test. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is defective rack. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "1. Customer problem: customer reporting false positives from drawer d rows jk. The rows went offline 8 times on (B)(6)2021 between 11:49am and 8:53pm. The rows are now blocked. The customer subcultured the vials with no organism found and then sent the specimens to a reference lab. He did not have any vial information or plots. 2. Steps taken with customer/troubleshooting: tried to get log files but when the epicenter pc was restarted this instrument #1 went into a resync loop. Master fast objects was reinstalled with rss but #1 was still offline. Mike roach, sss, assisted. Epicenter logs did not indicate any specimen errors. Fxs nic/ids were aligned and no sesc issues. See case #(B)(4) for the resync loop."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer reporting false positives from drawer (B)(6) rows jk. The rows went offline 8 times on (B)(6) 2021 between 11:49am and 8:53pm. The rows are now blocked. The customer subcultured the vials with no organism found and then sent the specimens to a reference lab. He did not have any vial information or plots. Steps taken with customer/troubleshooting: tried to get log files but when the epicenter pc was restarted this instrument #1 went into a resync loop. Master fast objects was reinstalled with rss but #1 was still offline. (B)(4), sss, assisted. Epicenter logs did not indicate any specimen errors. Fxs nic/ids were aligned and no sesc issues. See case #(B)(4) for the resync loop."